Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week following the implant of this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead, the pacing impedance measurements were above 3,000 ohms and the device was not able to pace and maximum outputs. A revision procedure was performed and it was discovered that the setscrews were unable to be engaged which is causing the observations. The rv lead was tested on the pacing system analyzer (psa) and all measurements, including pacing impedance measurements, were in normal range. The ICD was successfully replaced and will be returned for laboratory analysis. The rv lead remains implanted and in service. No additional adverse patient effects were reported.